Event description:
Report received from USA stating that the device needed to come in for routine maintenance. During servicing, the device was found to have cord damage, it is known that the device was not being used during surgery. It is also known that there were no injuries; however, it is unknown if there was any medical intervention related to the event. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and the condition of "cord damage" was confirmed. During service the device was found with a damage cord. If additional information becomes available, a supplemental report will be submitted.